Event description:
It was reported that the patient has been experiencing pumping issues with his inflatable penile prosthesis (ipp). The patient stated that it doesn't want to inflate all the way after 10-15 pumps. The pump is not depressing all the way when squeezing. The patient also reported that when he gets it to its full length but it is still soft, after 75-80 pumps. It was further reported that the patient currently has a malleable device implanted.